Event description:
It was reported that during an unk procedure, there was a problem with loading the cartridge: it did not slide correctly into its place. It was difficult to staple the tissues with the device. It was not possible to reload the cartridge. Another like device was used to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.